Event description:
Consumer alleges when she is pushing her husband in this chair anytime they turn right or left in the chair the left caster gets stuck on the left rear wheel and the chair will stop moving. Consumer states when this happens her husband is jolted forward but has not actually fallen out of the chair.